Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced cardiac perforation that required pericardiocentesis and prolonged hospitalization. Before left superior pulmonary vein (lspv) was ablated, it was difficult to place the ablation catheter. High contact was detected several times in the position that seemed to be in the auricle on 3d. After that, lspv roof was ablated several times, but a slight decrease in blood pressure was confirmed. Pericardial effusion was observed on echocardiography. Drainage was performed. The patient was transferred directly to the intensive care unit (ICU). Atrial septal puncture was performed by radiofrequency (rf) needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. The physician believed that the health hazard had a causal relationship with the product. The physician¿s opinion on the cause of the adverse event was that it was procedure related. The ablation catheter was inserted several times into what appeared to be the left atrial appendage on 3d, and the contact force (cf) was also strongly present, so it could be considered that the perforation occurred at that time. No error messages were observed on biosense webster equipment during the procedure. The procedural activated clotting time (act) was 350. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31378336l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced cardiac perforation that required pericardiocentesis and prolonged hospitalization. Before left superior pulmonary vein (lspv) was ablated, it was difficult to place the ablation catheter. High contact was detected several times in the position that seemed to be in the auricle on 3d. After that, lspv roof was ablated several times, but a slight decrease in blood pressure was confirmed. Pericardial effusion was observed on echocardiography. Drainage was performed. The patient was transferred directly to the intensive care unit (ICU). Atrial septal puncture was performed by radiofrequency (rf) needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. The physician believed that the health hazard had a causal relationship with the product. The physician¿s opinion on the cause of the adverse event was that it was procedure related. The ablation catheter was inserted several times into what appeared to be the left atrial appendage on 3d, and the contact force (cf) was also strongly present, so it could be considered that the perforation occurred at that time. No error messages were observed on biosense webster equipment during the procedure. The procedural activated clotting time (act) was 350.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).